Event description:
During attempt to place central line, guidewire broke. Xray confirmed a guidewire fragment was retained. Cardiothoracic surgery eval and advised the fragment was stable and no attempts to remove were necessary at this time.